Event description:
Device was explanted due to intermittent sensing and detections due to baseline wander and noise. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The implants memory content was inspected. The recorded secgs revealed a loss of signal, confirming the observation. A further analysis of the memory content showed no anomalies. A visual inspection of the device revealed a fracture of the antenna close to the feedthrough. Based on the damage symptoms, it is plausible to assume that strong external forces led to this fracture. In conclusion, the analysis revealed an antenna fracture. However, the root cause of the fracture could not be determined.